Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Event description:
It was reported that a patient implanted with an impella cp and experienced air in the purge due to a crack and there was a purge sidearm leak. The patient rolled on the pump causing the pump to stop. A new impella cp was used to continue patient support.

Manufacturer narrative:
Purge leak pump: no product was returned to confirm leak location on sidearm. The root cause of the purge leak - pump was determined to be due to a damaged sidearm as evidenced by clinical details but sidearm leak location is unknown. Pump stop: clinical reported purge pressure high and motor current pump stop after leak. The data logs show a sudden drop in purge pressure and rise in purge flow. This is as a result of the purge leak. Moments later there is a sudden rise in purge pressure and an upward trend in motor current likely as a result of blood ingression into motor. Purge pressure remains high and there are motor current spikes with speed deviation outside p-level changes characteristic of biomaterial interaction. There are purge system blocked alarms before impella stopped - motor current high alarms. The root cause of the pump stop was most likely due to blood ingress as evidenced by log analysis showing high purge pressure and rise in motor current after purge leak and alignment with clinical timeline priming issue: clinical reported 'air in purge' alarm. The data logs show a sudden drop in purge pressure and rise in purge flow. This is as a result of the purge leak. The 'air in purge' alarm triggers before a 'purge system open' alarm. The alarm resolves after about 45 minutes as clinical mention purge sidearm bypass was attempted. Logs show a purge cassette change initiation that was not completed. Limited clinical information related to other troubleshooting attempts related to purge and priming were mentioned. The root cause of the priming issue was not determined as limited clinical information was provided and no product was returned. Saturated flow: clinical reported high motor current and flow saturation. The data logs confirm flow saturation with pump flowing at about 4.0l/min at p7. Flow saturation is likely as a result of biomaterial which interacted with pump as a result of lack of purge fluid flowing through purge gap due to sidearm damage. Continuous high purge pressure supports this. The logs also show motor current spikes with speed deviations outside of p-level changes characteristic of ingestion. The root cause of the saturated flow was most likely biomaterial as evidenced by the data log analysis showing high purge pressure and motor current spikes and the aligning clinical information provided thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details.